Event description:
Facility staff report difficulty establishing blood flow through needle at initiation of hemodialysis treatment. Needle was pulled out and needed to be reinserted but staff could not disconnect the needle from the bloodline. The extracorporeal circuit was discarded resulting in ebl=190cc. A new circuit was set up to run treatment. No patient injury or need for medical intervention is reported. MDR is filed for blood loss only.